Event description:
It was reported, the pt could not locate the ipg when using the pt programmer and charger. A communication error displayed on the pt programmer. The pt is without stimulation. An sjm representative met with the pt and confirmed the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.